Event description:
It was reported that one yr after stent implant in the superficial femoral artery, the pt developed an in-stent re-stenosis. It was successfully treated with drug eluting balloon angioplasty. The pt recovered w/o sequelae.

Manufacturer narrative:
The lot number for the device was provided. The device history records were reviewed with special attention to the mfg and inspection of this product and the product was found to have met all specifications prior to shipment. The stent remains implanted. Therefore, a sample eval could not be performed. Images in dicom format were rec'd and reviewed. The clips demonstrate a stenosis in the distal sfa in the area of the stent following post dilation with a balloon. Based on the images provided, an in-stent restenosis is confirmed. A definite root cause for the event reported could not be determined. The results of the investigation confirmed the in-stent restenosis; however, no indication for a malfunction of the place stent was identified. A definite cause for the instent restenosis could not be determined. This event is being reported because this device is the same or similar to one marketed in the united states PMA # (B)(4). The current instructions for use states: "potential adverse events that may occur include, but are not limited to, the following: arterial occlusion/restenosis of the treated vessel."